Event description:
Mesh "collapsed" inside pt-wadded in a ball. Doesn't appear ring broke. Implanted about a year ago, explanted 2006.

Manufacturer narrative:
Subject product was returned in a condition consistent with the event description. However, we are unable to determine what caused the product deform in the manner observed. Add'l eval is planned, and a follow up report will be submitted upon completion of the evaluation, if said evaluation changes any of the info reported in this submission.